Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first of three reports (same patient, same surgery, different parts). This report is in regards to the blades. Other mfg reports #: 3004608878-2016-00115, 3004608878-2016-00116. It was reported that during a procedure, a zimmer dermatome was used for skin graft. An integra dermatome blade was placed on the zimmer dermatome handle and fit without issue. When used on the patient, it caused a laceration. According to the reporter, labeling/warning not to use different manufacturer parts is unclear and not apparent to front line staff. The parts for the device from different manufacturers fit together without difficulty. Staff have no visual cueing in the assembly or operation on the device that these parts should not be interchanged. This facility has reported other similar events. The patients have required additional medical intervention as a result of injury devices fitting together and being used. Education has been provided, but has not prevented the mixing of device and MFR parts to assemble the device. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on june 22, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the integra padgett dermatome blade, p/n 3539252, is not designed to be used with zimmer brand dermatome devices (air or electric). The integra padgett brand blade is not interchangeable between different brands of dermatomes and is only intended for use with designated integra brand dermatomes. Proper labeling exists on the integra padgett dermatome blade box and individual blade pouches to assure that the dermatomes blades are used as intended. The zimmer electric dermatome (p/n 00-8821-000-0) instructions manual (revised february 2010) provides the following warning: ¿use only zimmer dermatome blades (ref 00-8800-000-10). The zimmer dermatome blade has been specifically designed and engineered for use with the zimmer air dermatome. Other blades may not fit properly in the dermatome and may cause serious injury. Use of non-zimmer dermatome blades can cause the dermatome to take grafts deeper than what the user has selected.¿ page 4 of the zimmer electric dermatome instructions manual (blade installation) provides the following warning: ¿use a new sterile blade for each procedure. Use only zimmer dermatome blades (ref 00-8800-000-10).¿ DHR review; a review of device history record review wasn¿t conducted since the lot number of the integra dermatome blade was not provided and the blade was not returned for evaluation. Complaints history; including this complaint, there have only been six reported incidences over a seven-year period of an end user installing an integra padgett dermatome blade into a zimmer dermatome device. Due to the low frequency no additional corrective action is required. Conclusion: the root cause of the customer complaint is use error. The integra padgett brand blade is not interchangeable between different brands of dermatomes and is only intended for use with designated integra brand dermatomes. Proper labeling exists on the integra padgett dermatome blade box and individual blade pouches to assure that the integra padgett dermatomes blades are used appropriately.